Event description:
The reporter obtained a 131 mg/dl, and 58 mg/dl on the customer's accu-chek aviva system within ten mins timeframe. No actions taken or treatment rendered based on the results. No adverse event reported. New system sent to customer and return requested. The reporter does not have the strips that were used during the event.